Manufacturer narrative:
Additional information received confirmed that the reason for the hospitalization was an elective controller exchange. The event did not result in a serious adverse event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: one controller and one battery were returned for evaluation. Failure analysis of the returned devices revealed that the controller and battery passed visual examination and functional testing. The battery discharged as expected during bench testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Log file analysis revealed that the battery discharged as expected when in use. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries, as well as premature power switching due to communication errors involving (B)(4). No power disconnect alarms were recorded within the analyzed period. As a result, the reported power disconnect alarm and power consumption issue events could not be confirmed. Momentary disconnections will result in an audible tone which may explain the reported power disconnects. The recorded premature power switching events were most likely perceived by the patient as the reported power consumption issue. The most likely root cause of the power switching event can be attributed to communication errors and momentary disconnections between the controller and batteries. Based on the available information, a possible root cause of the reported alarms may be attributed to momentary disconnections between the controller and batteries. An internal investigation has been opened to evaluate momentary disconnections and implement corrective actions as required. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware® ventricular assist system - battery. (B)(4). The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected at all times. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. It was reported alarms with displays of "connector power 2" while power source 2 is properly connected. The controller (B)(4) and one battery (B)(4) were not returned for evaluation. Review of the non-returned devices' manufacturing records confirmed that the associated controller and battery met all requirements for release. Failure analysis of the devices were not performed since the units were not returned. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. Additionally, data log files revealed power switching events that were due to communication errors involving (B)(4). The most likely root cause of the power switching events can be attributed to momentary disconnections and communication errors. No alarms related to the reported event were recorded; however, momentary disconnections will result in an audible tone. As a result, the most likely root cause of the reported "alarms" can be attributed to momentary disconnections between the controller and batteries. Heartware has opened an internal investigation to address momentary disconnections. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additional system component being reported for this event: (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the patient that the controller has been draining from port two. Moreover, the controller has also alarmed that only one power source is connected when both power sources are connected. The patient stated that the alarm read "connect power 2," after he/she confirmed a secure connection. The issue could not be reproduced by manipulating the connection cable. The controller's power port did not appear loose upon inspection. The patient was admitted to a peripheral hospital where the controller and the affected battery were exchanged; the issue was resolved following the exchange of the devices.